Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, it was reported that the right ventricular (rv) lead showed loss of capture and increased pacing impedance. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.